Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 date and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021. It was reported that the patient experienced severe pain, discomfort and adhesions. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 date and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021. It was reported that the patient experienced severe pain, discomfort and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/09/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/16/2022.

Manufacturer narrative:
Date sent to the FDA: 7/24/2022. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2021 due to abdominal pain and hernia recurrence. Mwr-22072022-0001225918 submitted for adverse event which occurred on (B)(6) 2021. Mwr-24072022-0001226319 submitted for adverse event which occurred on (B)(6) 2015.